Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer found that the house was not lined up properly with the remote managers, so they adjusted the remote manager's mounting, as well as made some slight adjustments to the remote manager. A field service engineer tightened and re-secured all the electrical connections in the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system remote manager failed intermittently. The customer stated that the remote manger failed during the issuing of medication , but was recovered . There were no adverse events or injuries reported based on this event.